Manufacturer narrative:
The company rep examined the sys, confirmed sys message "infusion pressure drop," and replaced the fluidics module. The sys was then tested and met product specs. A root cause has not been determined. (B)(4).

Event description:
A surgeon reported there was insufficient irrigation during a surgical procedure. There was no pt harm reported. Add'l info has been requested.